Event description:
During routine instrument check, it was noticed that the impactor handle was cracked. This event did not occur during a surgical procedure; therefore, there was no adverse effect to any pt.

Manufacturer narrative:
Summary of evaluation: handle cracking is typically caused by repetitive exposure to acidic chemicals in the hospital decontamination process, and possible, acceleration by mechanical and thermal effects.